Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a wire fractured during insertion. The patient had a metatarsal fracture. When the surgeon inserted the guide wire to the metatarsal bone, it was fractured at 5mm from the tip. The surgeon reported that he used the hcs for the treatment of metatarsal fractures. However, this was his first experience of a fractured guide wire without the tension. He also reported the diameter of guide wire might have been thin. This is report 1 of 1 for complaint (B)(4).